Event description:
It was reported that patient with diabetes experienced tubing detachment from the connector hub during therapy. There was patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.